Event description:
Chemoport breakage discovered in 11/2010. On (B)(6) 2008, pt underwent chemo-port placement prior to the commencement of adjuvant chemotherapy. Successful placement of catheter was checked under fluoroscopy. On (B)(6) 2008, hematology clinic documented that pt's port did not function, and that he would need a port study. On (B)(6) 2008, pt presented to interventional radiology service for a port check. Radiologist accessed site in a sterile manner, aspirated blood and flushed catheter with normal saline. The chemoport tip was noted at the right superior vena cava/ right atrium junction. The catheter was flushed with 1000 units heparin, and then was ready for use. Pt left department in satisfactory condition. On (B)(6) 2008, md documented that pt presented to the clinic c/o chemoport malfunction. Md contacted oncology and was informed that the port flushed well, but chemo medication did not flow through port. On (B)(6) 2008, pt presented to ambulatory surgery service and underwent a revision of left chemo-port catheter. The surgeon documented that the catheter was accessed and disconnected, and a small amount of clot was aspirated and discarded. A heparinized saline solution was infused to unclog the port aspect of the catheter. The catheter was reconnected and secured in the pocket of the anterior chest wall and lower chest and the site was closed. The pt tolerated the procedure well. Port was last used on (B)(6) 2008. On (B)(6) 2009, pt was post adjuvant chemotherapy, and presented to the ambulatory surgical service.